Manufacturer narrative:
The referenced report of the previous gi bleeding was reported under medwatch MFR report #2916596-2018-00949. Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented in the emergency room (ER) with complaints of dark stool for 2 days. On (B)(6) 2018, the patient¿s hemoglobin was 7.6 g/dl and hematocrit was 22.8. On (B)(6) 2018, hemoglobin was 7.1 g/dl and hematocrit was 21.9. The patient was admitted to the hospital and received 4 units of packed red blood cells, their stools went from black to light brown. The patient was hemodynamically stable and was discharged home on (B)(6) 2018, there hemoglobin was 9.6 g/dl and hematocrit was 29.3. At the time of the event, the patient¿s anticoagulants included aspirin and warfarin. The bleeding reportedly resolved. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.